Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-16. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one catheter adapter assembly, miscellaneous extension tubing set, and an angel flush syringe, as well as, one photo. Upon inspection of the catheter adapter assembly, it was found that the inside of the luer was damaged. This type of damage is likely to cause leakage; therefore, a leak test was performed. Leakage was observed. The reported defect was confirmed. Based on the appearance of the damage, the defect most likely occurred due to misalignment during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: liquid leakage from connection with extension tube, clinician change extension tube, still leakage. But change catheter, work well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: liquid leakage from connection with extension tube, clinician change extension tube, still leakage. But change catheter, work well.